Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's previous ins was defective so pt had it replaced. Pt stated they noticed this "probably towards the end of year or january" (pt clarified month as january) when they checked the ins battery life and stated at that time they noticed that the ins had used almost 90% of the battery. Pt stated the hcp told pt that this wasn't a good sign and the battery was either "defective or whatever". Pt also stated they decided to get a better stimulator that is MRI compatible.  Agent did not ask about the circumstances that led to the reported issue. No symptoms reported.  No further complications were reported/anticipated at this time.